Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Four (4) attempts have been made by three (3) emails and one(1) phone call to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided. An examination of the subject device by a lumenis technical engineer was done. The engineer found e81 e83 regarding diode overcurrent and e402 a communication error. He replaced the et handpiece, e81 e83 continue to appear. He then replaced the hvps and the errors disappeared. According to a global service organization ce, the injury of the patient is not related to the errors as no injury could have been caused by e81, e83, and e402. The device is designed to stop the operator from working when such errors appear. Finally, while testing the energy output the results were within lumenis spec. The device was ready for use. A lumenis healthcare professional and clinical training manager concluded that "43 y/o female treated ls duet on her face and arms and received several small burns after. This is a clinician error. The patient's skin typing is questionable as she appears to be darker than a skin type IV. Possible sun exposure cannot be ruled out. Test spotting was not recorded and could have prevented multiple burns. There also seems to be a lack of pressure during the procedure. In addition, hydrocortisone was used several days post procedure. A possible effect of the treatment possible would be hyper or hypopigmentation as a result of this treatment." The lumenis healthcare professional and clinical training manager further concluded this to be with 'moderate injury'. While the information received to date confirms that a serious injury occurred following post medical intervention (hydrocortisone), because of the lack of information regarding the chance of permanent impairment, the company is reporting the event in an abundance of caution. Based on the information provided the root cause is assumed to be related to an operator device usage or failure to follow instructions. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained burns with an unknown severity to the face and arms following treatment with lumenis lightsheer duet hs/et laser.